Event description:
According to the reporter, inserted the device from the anus and fired, but could not pull it back. The surgeon turned wing nut and disconnected anvil, and removed only the instrument. Cut the pt tissue additionally and remove anvil, and re-anastomosed with another eea. The second fire and removal were completed without problem. No bleeding occurred. The pt is in good condition. Sex: unk. Procedure: sigmoidectomy.

Manufacturer narrative:
.